Manufacturer narrative:
The removed blower motor (blower motor assembly) was returned to the failure investigation lab (fi). A visual inspection of the blower motor (blower motor assembly) revealed no evidence of damage or contamination. The fi technician installed the blower motor (blower motor assembly) into a fi ventilator to duplicate the reported issue. The customer complaint cannot be verified. The returned blower passes all testing. No alarms occur during testing. No fault found.

Event description:
The customer called into technical support (ts) reporting that the device alarm indicating "blower temperature high." Had sounded. It was stated that the device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no delay in therapy nor medical intervention except for swapping out for another device. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips¿s standards. No other anomaly was observed.